Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a console failure (controller error - yellow arm) during impella cp pump support. The automated impella controller was swapped/replaced and support was continued until the device was successfully weaned and explanted.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The console logs from the reported days of events are consistent with the complaint and showed multiple occurrences of controller error alarm were triggered during the clinical procedures. Real time logs for one of the pumps confirmed that all signals received from the optical bench were represented as -16384 values due to the crc error. Signatures of opm signals and log entries were identical for both pumps (serial number (B)(6), proving the same failure mode on both occasions. Controller errors and associated with them momentary losses of placement signal were due to an optical bench firmware communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic software operated as designed. The cause of the aic issue was a software issue. D9. Date device returned/information was added.